Manufacturer narrative:
(B)(4). An authorized third party service engineer evaluated the device. It was suspected the single board computer (sbc) printed circuit board (pcb) malfunctioned. The sbc pcb was replaced, calibrated, tests performed and normal operation was confirmed. Ventilator was returned to the customer.

Event description:
It was reported that after a ventilator was rebooted, the display froze at the title screen and it could not be shut down. There was no patient involvement.